Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample is in used condition without stent that reportedly has been deployed inside patient. The guidewire lumen is loose inside the system because the joint guidewire lumen/ hypotube is broken. Furtherly, a guidewire is stuck inside the system protruding both ends such that it cannot be removed during testing. Provided images demonstrate the placed stent inside patient; an hour glass like deformation confirms stent twist. The investigation is closed as confirmed for stuck guidewire leading to difficult removal, break of an adhesive joint inside grip, and stent twist. A stent fracture could not be identified. In this case limited information was provided, but it was known that 6f introducer with 0.035" guidewire were used for access. Based on the investigation of the provided information, the investigation is closed as confirmed for difficult removal, catheter break and stent twist. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use (IFU) state: if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together. Under required materials the IFU state 6f (2.0 mm) or larger introducer sheath, 0.035¿diameter guidewire, regarding pta the IFU state: predilation of the lesion should be performed using standard techniques. Holding and handling of the system throughout deployment was found described, in particular the IFU state: confirm that the introducer sheath is secure and will not move during deployment. D2b (fge; nip), g3, h6 (patient) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using lifestent xl vascular stent. During the procedure, the stent was allegedly fractured post-delivery. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample is in used condition without stent that reportedly has been deployed inside patient. The guidewire lumen is loose inside the system because the joint guidewire lumen/ hypotube is broken. Furtherly, a guidewire is stuck inside the system protruding both ends such that it cannot be removed during testing. Provided images demonstrate the placed stent inside patient; an hour glass like deformation confirms stent twist. The investigation is closed as confirmed for stuck guidewire leading to difficult removal, break of an adhesive joint inside grip, and stent twist. A stent fracture could not be identified. A manufacturing related issue could not be found. In this case limited information was provided, but it was known that 6f introducer with 0.035" guidewire were used for access. Labelling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use (IFU) state: 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' Under required materials the IFU state '(...) 6f (2.0 mm) or larger introducer sheath, 0.035¿ diameter guidewire, (...)'. Regarding pta the IFU state: 'predilation of the lesion should be performed using standard techniques.' Holding and handling of the system throughout deployment was found described, in particular the IFU state: 'confirm that the introducer sheath is secure and will not move during deployment.' D2b (fge; nip), g3, h6 (patient, device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using lifestent xl vascular stent. During the procedure, the stent was allegedly fractured at post-delivery. There was no reported patient injury.

Event description:
On (B)(6) 2025 a patient underwent a stent placement procedure. It was reported that during the procedure, the stent was allegedly fractured at post-delivery. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. D2b (pge; nip). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.